Manufacturer narrative:
Additional information: b5, g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 4 years of post-operative bilateral inguinal hernia mesh, the patient experienced severe pain. After two years of implant, the patient had scrotal varicose veins removed on right the side due to impingement. The new surgeon believed that the patient's flesh was pulled away from the mesh and was afraid to remove it due to the possibility of cutting the femoral artery. The original surgeon feared that the removal could make worse off and settled for pain management. The mesh caused the patient four years of abdominal swelling, which goes down after laying down for a couple of hours. Now, the patient has had nearly 40 physical therapy sessions, multiple procedures, nerve removals, veins tied off, nerve blocks and nerve ablations. The chronic pain post mesh surgery has affected the patient's life and mental health. The patient still have the same lipoma/fatty issue in the right inguinal canal, and the surgeon was aware that the lipoma was still there but going back in to remove it could cause the patient to be worse off because of the type of the mesh implanted. The genitofemoral nerve ablations appeared to have worked with dramatically decreasing the groin pain. There was still a lot of pain along the left and right side of the pelvic bone at the front of the groin. The patient was scheduled to have hips injected to see if if it would mitigate the bilateral hip pain.

Manufacturer narrative:
This event has been found to be a duplicate of a previously reported event documented under rr# 9615742-2023-01475. All additional I nformation pertaining to this event will be communicated under the original regulatory report above. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 4 years of post-operative bilateral inguinal hernia mesh, the patient knew something was wrong the moment he woke up due to the severe pain. The patient's legs were shaking violently. After two years of implant, the patient had scrotal varicose veins removed on right the side due to impingement. The new surgeon believed that the patient's flesh was pulled away from the mesh and was afraid to remove it due to the possibility of cutting the femoral artery. The original surgeon feared that the removal could make worse off and settled for pain management. The mesh caused the patient four years of abdominal swelling, which goes down after laying down for a couple of hours. Also, the patient has allergies, auto immune conditions, and a destroyed sex life, which cause the patient severe depression. Now, the patient has had nearly 40 physical therapy sessions, multiple procedures, nerve removals, veins tied off, nerve blocks and nerve ablations. The patients hips joints are in severe pain. The patient's body has been rejecting the mesh along with impingement, inflammation, and scar tissue. The patient still have the same lipoma/fatty issue in the right inguinal canal, and the surgeon was aware that the lipoma was still there but going back in to remove it could cause the patient to be worse off because of the type of the mesh implanted.

Manufacturer narrative:
Concomitant medical product: lpg1510 10x15cm lp progrip flatsheetmsh (lot#: pse0879x). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.